Event description:
It was reported the tlc75 was used during an unknown procedure. It was reported by the affiliate the tlc75 would not staple. The procedure was completed with another device. There was no consequence to the pt.